Event description:
Procedure: CABG. According to the reporter: the customer states "one surgipro ll 5-0 ruptured which lead to a death case in (B)(6) hospital with dr. (B)(6)" following a CABG surgery used on the proximal part of coronary anastomosis, after approximately 5 hours in the ICU after open heart surgery, the patient had 3 liters of blood loss and the patient was reopened. It was noted that there was not any tearing of tissue, suture was ruptured. So, we redid the anastomosis. Unfortunately, the patient died.

Manufacturer narrative:
(B)(4).